Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) had undergone a magnetic resonance imaging (MRI) scan of the brain. However, the patient reported they had to stop the scan because the device delivered a shock. Technical services asked whether the device had been reprogrammed before the MRI and the patient did not know. The patient was concerned that the device could have been damaged. Technical services recommended the patient contact their device physician to see if the patient should have the device checked in the clinic or via a remote interrogation. Local boston scientific sales representatives have checked with the related clinics and no one had record of performing a MRI scan on this patient. The local sales rep confirmed with the patient's device clinic that there were no cardiology orders written for a MRI to be performed. The clinic reviewed latitude and no alerts for shock delivery were recorded. The nurse at the clinic noted the patient was known to be difficult. At this time there is no evidence to corroborate the patient's report of getting shocked during a MRI scan; however, we are unable to rule out the patient's allegation with the available information. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) had undergone a magnetic resonance imaging (MRI) scan of the brain. However, the patient reported they had to stop the scan because the device delivered a shock. Technical services asked whether the device had been reprogrammed before the MRI and the patient did not know. The patient was concerned that the device could have been damaged. Technical services recommended the patient contact their device physician to see if the patient should have the device checked in the clinic or via a remote interrogation. Local boston scientific sales representatives have checked with the related clinics and no one had record of performing a MRI scan on this patient. The local sales rep confirmed with the patient's device clinic that there were no cardiology orders written for a MRI to be performed. The clinic reviewed latitude and no alerts for shock delivery were recorded. The nurse at the clinic noted the patient was known to be difficult. At this time there is no evidence to corroborate the patient's report of getting shocked during a MRI scan; however, we are unable to rule out the patient's allegation with the available information. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of use of device issue - user error was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.